Manufacturer narrative:
During a coronary intervention, a cypher stent delivery system would not inflate, making it impossible to deploy the stent. No procedural details were provided. No pt injury occurred with the event. Analysis of the returned device identified flared stent struts, but no difficulty inflating the system. It is not known what clinical factors may have contributed to the event. Upon receipt of the returned product, the complaint for unable to inflate balloon was not confirmed. Functional testing of the balloon to 16 atmospheres revealed no inflation/expansion difficulties. However, the stent's struts were flared on both ends, which probably occurred during an attempt to inflate the balloon. The uplifted or flared struts on the proximal end may be related to sds withdrawal. A DHR was conducted for this lot and the product met quality requirements for product acceptance.

Event description:
During a stenting procedure, the physician reported that the balloon did inflate and the stent was not deployed. There was no pt injury, and the product was returned for an analysis.